Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had high blood glucose levels of 600 mg/dl. The customer reported that the insulin pump alarmed no delivery multiple times. The customer was unable to troubleshoot the no delivery alarm since it was a past event. The customer was advised to call again should the issue recur to determine where the occlusion is. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). Please refer to manufacturer's report no. 2032227-2014-45314 as it refers to the same event but of a different device.